Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to report that when the patient connected to their implant yesterday, they received the message that all internal data had been lost. They were redirected to their healthcare provider to further address the issue. They planned to call their healthcare provider's office to schedule a reprogramming session with a manufacturer representative to check the device and clear the message. There were no patient symptoms nor further complications reported at this time.